Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe needle was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. According to the complainant, the injection gold probe was removed from the scope and attempted to be wiped off by the nurse. The nurse noticed that the needle was exposed and that the tip was not present on the catheter. They are confident that the tip fell off in the patient but it was not able to be located or removed. The procedure was completed with the original device. There were no patient complications reported as a result of this event.